Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical. The reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. It is important to note that the electrode pads used during this event were not returned for evaluation. The multi-function cable was received and tested on a simulator and no anomalities were found. Review of the activity log shows the defib pads were in a "short" condition and the device prompting the user to select 30 joules. We are unable to come to a conclusion without the 3rd party defib pads as part of our investigation. The investigation is being closed as no failure found. The device was recertified and returned to the customer. No trend is associated with reports of this type.